Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter and damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter and damage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and foreign matter and damage was observed. Based on the investigation for foreign matter and damage, a root cause could not be determined. A CAPA for embedded fm was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported with the use of the bd vacutainer k2edta tube there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® k2edta tube there was an issue with foreign matter. There was no report of injury or medical intervention.